Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the comlpaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prodcut family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a greenfield filter placement procedure, the filter deployed during prep. During preparation of the 12fr greenfield filter, the pysician flushed the device prior to removing the protective sleeve. Upon withdrawing the protective sleeve and removing the end cap, the filter "popped" entirely out of the carrier along with the wire. It was noted that there was no manipulation of the release handle and that it remained in the locked position. The device did not come into contact with the patient. Another of the same device was used to successfully complete the procedure. The patient's status was reported as "good".